Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had ratchet issue. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device would not turn to mesh and the comb, roller. Sideplates and should bolts were replaced. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) six times as documented in the repair reports in livelink. The cutter was returned with the mesher (serial number (B)(4)) on (B)(6) 2017. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) five times as documented in the repair reports in livelink. The cutter was returned with the mesher (serial number (B)(4)) on (B)(6) 2017. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the ratchet gear, pin and spring were all worn. The comb, roller and roller gear were all damaged. The calibration was within specification. The 1.5:1 and 2:1 cutters both failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ratchet gear, pin, spring, comb, roller, roller gear and ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet gear was worn and the roller and roller gear were damaged. The root cause of the ratchet issue cannot be specifically determined with the provided information since it is unknown what issue with the ratchet the customer was having. The issue was resolved with the replaced ratchet gear, pin, spring, comb, roller, roller gear and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had ratchet issue. Follow up stated that there was problems in cutting. No adverse events were reported as a result of this malfunction.